Event description:
Per the clinic, the patient was prescribed oral antibiotics on (B)(6) 2014 due to healing issues and infection at the incision site. Subsequently, the device was explanted on (B)(6) 2014.

Manufacturer narrative:
This report is filed september 12, 2014.

Manufacturer narrative:
(B)(4). The device is currently unavailable.